Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported the customer experienced an elevated blood glucose (BG) level displayed as high; cause was due to occlusion alarm. Customer administered a manual injection to address BG level. Customer changed pump supplies to address the issue.